Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinim technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. Revision surgery will be performed on (B)(6), 2022.

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinium technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. A revision surgery was conducted on (B)(6) 2022 to treat this adverse event. The intraoperative findings, diagnoses and the prosthesis explanted during this procedure remains unknown. The patient has started physical therapy for three times a week.

Manufacturer narrative:
Corrected data; b4, h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the review of the limited records provided, a definitive root cause for the patient¿s continued pain cannot be concluded. However, the surgeon indicated that he would diagnose loosening as the cause of her pain, although not to rule out infection. The device remains in-situ at this time. Therefore, this complaint can be reassessed if a revision occurs or if additional relevant supporting documentation becomes available. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveal that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establish that the implant can become damaged as a result of strenuous activity or trauma. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the documentation provided, the reported approximate 10-degrees of recurvatum of left knee with gross laxity and significant scar tissue were contributing factors to the chronic pain, mal-tracking patella and the multiple localized symptoms (tenderness, crepitus, sensations of grinding and instability). It is unknown to what extent the 10-degrees of recurvatum instability contributed to the patient¿s symptoms, however, it is a known, albeit less common, post-total knee arthroplasty complication. Although pre-revision imaging reportedly showed lucency and increased uptake, intra-op findings were ¿well-fixed¿ implants, otherwise. Without imaging, no assessment or comparison of the implant fixation is possible and a malperformance of the implants cannot be concluded. The assessed patient impact included the reported chronic pain, ¿failed knee with (gross) instability¿, scar tissue, laterally/maltracking patella and multiple localized symptoms. Further patient impact cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 24 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee system revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Besides, the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include gross laxity, significant scar tissue, abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem. D1: brand name. D4: catalog#, unique identifier (UDI) #, expiration date , d11: concomitant medical products and therapy dates and h4: device manufacture date. H6: health effect - clinical code and health effect - impact code. G5: PMA/510(k)#.

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinium technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. A revision surgery was conducted on (B)(6) 2022 to treat this adverse event. During this procedure, the articular insert was replaced with a 15 mm insert. Intraoperatively, a significant amount of scar tissue in the lateral gutter was removed and there was evidence of patellar maltracking. A lateral release was performed which did improve alignment. The femoral and tibial components were noted to be well fixed. The patient tolerated well the procedure and has started physical therapy three times a week.